Manufacturer narrative:
The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
Medtronic received a report that the display on the unit was missing segments. There was no patient harm reported.